Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, the fixation system (analyst visual comment: the steroid ring and sleeve head are damaged), and the visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that the lead was attempted but not used as the helix was unable to extend upon testing. The lead was replaced. No complications were noted as a result of this event.